Event description:
It was reported that allegedly, a dorado pta balloon dilatation catheter was difficult to remove. The device was advanced through a 6f x 45cm introducer sheath over an 260 x0.035" guidewire using a contralateral approach to dilate a biliary stent that had been implanted in a stenosed segment in the distal superficial femoral artery. The stent was implanted in a severely calcified lesion. The stent was post dilated with the pta balloon dilatation catheter. The pta balloon was inflated with an inflation device to approximately 8 to 10 atms. The physician pulled negative pressure on the balloon and attempted to retract it from the treatment site. However, the pta balloon dilatation catheter could not be retracted. It appeared that the balloon was caught on the proximal portion of the biliary stent. The balloon was reinflated and deflated again. The balloon was then retracted, however, the retraction of the balloon caused the biliary stent to elongate approximately 3 cm in length. The pta balloon dilatation catheter was then removed from the patient. Upon removal from the patient, allegedly, fraying of the pta balloon fibers was observed. The frayed segment of fiber measured approximately 4 to 5 mm in length. No patient injury.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the first complaint for this lot number. The complaint sample was returned for evaluation. The balloon had 2 fiber bunched sections, the first fiber section was approximately 4.2cm from the distal end of the balloon; the second section was approximately 2.2cm from the distal tip. The first bunched section on the balloon exhibited some loose circumferential fibers and some fraying. The longest frayed filament was approximately 1.5cm in length. The event description states that the balloon was used to dilate a stent. Based upon the appearance of the returned sample, there is evidence that the balloon was caught on the stent. Therefore, the event will be confirmed for difficulty removing the balloon through the stent. The root cause is related to the fibers being caught on the stent during removal. Films were reviewed and no conclusion could be drawn. The current IFU (instructions for use) states: if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guide wire/introducer sheath as a single unit.